Manufacturer narrative:
(B)(4) (B)(6). Concomitant medical product: nexgen stemmed tibial component catalog # 00598003702 lot # 63838724, nexgen lps-flex femoral component catalog # 00596801651 lot # 63790091. Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0002648920-2018-00302, 0001822565-2018-02214.

Event description:
It was reported that the patient underwent an left total knee arthroplasty. Subsequently, the patient experienced pain, swelling and hematoma around the knee.

Manufacturer narrative:
The complaint sample was evaluated through a manufacturing review, however, the reported event could not be confirmed with the information provided. The device history records were reviewed and no discrepancies were identified. The development of post-operative hematoma within several weeks of the procedure can be correlated with the surgical procedure. Post-surgical preventive dvt therapy, such as administration of blood thinners or aspirin, or any comorbidities the patient might have can increase the risk for bleeding and development of hematoma. The swelling and pain can be attributed to the hematoma. Therefore, it can be concluded that the reported issues are associated with the surgical procedure rather than implant-related. However, a definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.